Event description:
During right shoulder arthroscopy, surgeon stated that full radius resector was not smoothing the cartilage as it should be but rather making it rough. He stated that it did not harm the patient, and that he was able to use an additionally opened resector to finish the job.======================manufacturer response for stryker formula resector cutter 4 mm, stryker formula resector cutter 4 mm (per site reporter).======================wants to see device.